Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/29/2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient developed a lump at the sensor insertion site. The reaction was described as a raised bump filled with pus and goo. She indicated that on (B)(6) 2018, the patient had an appointment with the doctor regarding the skin infection and was prescribed flucloxacillin antibiotics to treat the affected area. At the time of contact, the patient's mother stated the reaction cleared after 8 or 9 days. No additional patient or event information is available.